Event description:
It was reported the electrosurgical generator experienced an e433 temporary failure error during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: d9 additional information: h4, h6, h11 the device was not returned but was evaluated by an olympus field service engineer and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a conclusive cause of the error could not be determined. Olympus will continue to monitor field performance for this device.